Event description:
Information was received indicating a pump with a cadd cassette reservoir attached was beeping with no error message. It was reported the end user switched out the cassette and infusion was working fine and the user was able to continue the infusion. Per reporter the cassette was replaced. No adverse patient effects were reported.

Event description:
Information was received indicating a pump with a cadd cassette reservoir attached was beeping with no error message. It was reported the end user switched out the cassette and infusion was working fine and the user was able to continue the infusion. Per reporter the cassette was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review.